Event description:
A customer reported that their renasys device would not charge by main power; the customer also noted that the led on the power supply unit did not turn on. The customer replaced the power supply unit & the issue was cleared.

Manufacturer narrative:
(B)(4).